Event description:
This pt had bilateral inquinal hernias done. Two atrium mesh prostheses were inserted. Pt was discharged home without complications. The pt returned to hosp's ER 4 days later and was then transferred to another hosp. Pt presented to ER with renal failure & infection. Had surgery at second hosp to remove mesh.